Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with twelve remaining clips. The second instrument was received partially applied with thirteen remaining clips. No visual abnormalities were observed with the instrument. Two scissored clips were received. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the scissored clip condition may occur if the jaws are twisted excessively or tissue is manipulated with the jaws when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, upon loading, there were two clips that dropped off the jaws and was retrieved using a grasper. A new device was used in order to complete the case. There was no patient injury.